Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl. The customer's blood glucose was 324 mg/dl at the time of call. The customer stated that they treated the low blood glucose with glucose tablets. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was exposed to high magnetic field. The customer performed displacement test and the insulin pump passed. The customer's blood glucose was 319 mg/dl at the end of call. The customer stated that they gave correction with the insulin pump. The customer also performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.